Event description:
It was reported that the ventilator was found disconnected at the 22mm adapter that connects the ventilator to the pt circuit with no alarm. The pt was bagged. No reported harm to the pt.